Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had power error alarm. Customer blood glucose reading was 4.5 mmol/l. Troubleshoot was performed. Customer reset the insulin pump but the error reoccurred. Customer stated the insulin pump was not exposed to a temperature. Customer inserted new battery.the insulin pump will be returning for analysis.